Manufacturer narrative:
The customer reported an air injection occurred during an injection. The customer did not request a service list after the incident and stated the injector was working without issue since. During a preventative maintenance, performed on (B)(4) 2014, the injector was found to be within manufacturer's specifications.

Event description:
Mallinckrodt (B)(4) reports a male patient born in 1975 with poly trauma experienced an air injection during a CT of thorax-abdomen with IV injection of xenetix scanbag (intrafemoral catheter), 120ml lot 13426284. A syringe was used in order to be able to use the contrast medium with the injector (syringe filled from the scanbag). Injector:optivantage. No enhancement of the contrast medium after injection (no efficacy of the product). Visualization of air injection on the images. No sign of extravasation. The injector was used without incident after that. No clinical consequence for the patient. The declaring person considers this incident as serious (medically relevant) because in the absence of poly trauma, the patient would have been hospitalised for monitoring. Evolution: favorable. Evolution: positive.